Event description:
It is reported that a customer receives an alarm on their insulin pump every 30 minutes. The patient's blood glucose level was unknown at the time of the call. The customer stated that their pump was new and could not exit the rewind sequence. The customer was assisted with the priming sequence with an insulin pen, as the customer no longer wishes to use the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.